Manufacturer narrative:
The reported event of broken lv septum was verified in the lab. The damage found was sustained during the surgical procedure. The device was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the device header was broken apart when the left ventricular (lv) lead was connected. The new device was implanted. The patient was discharged.